Manufacturer narrative:
The device was not returned for evaluation. The evaluation was completed based only on the event descriptions as reported to gore. Without a physical sample to evaluate, the physician¿s observation that the leading olive became detached from the catheter could not be confirmed with the available information. The likely cause for the detached leading olive could not be determined with the currently available information. The evaluation of the reported event appears consistent with a leading olive separation; however, it is not possible to determine if there was a tensile failure of the bond, no bond or a break in the catheter polyimide because the device was not available for evaluation.

Manufacturer narrative:
Please note: the device is being returned to gore for analysis but has not yet been received. The results of any analysis will be provided in a supplemental medwatch..

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprostheses. Post deployment of a contralateral leg component, during removal of the device delivery catheter the leading olive became detached from the catheter and remained in the patient. The detached portion was snared and removed from the patient without issue. The patient tolerated the procedure.